Event description:
Literature was reviewed regarding dose adjustment associated complications of bone morphogenetic protein: a longitudinal assessment. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: infuse bone graft (rhbmp-2). Among all patients, adverse events included: hematoma , infection , new-onset focal neurologic deficits , nerve injury , vascular injury , hardware malfunction , dural tear, seroma , and pseudoarthrosis. New-onset focal neurologic deficits consisted of radiculopathy , dysphagia , bowel/ bladder incontinence. Nerve injury, vascular injury, and dural tear were excluded from the subsequent analyses on complication rates due to the implausible nature of rhbmp-2 being associated with these complications. Extrusion of the interbody cage: 9 cases were reported where the interbody cage dislodged or shifted from its intended position. This can potentially compromise spinal stability and fusion outcomes. Extrusion of allograft: 6 cases involved the allograft (bone graft material) being displaced. This could hinder the fusion process and may require revision surgery. Loosening of screws: 2 cases were noted where the screws used to stabilize the spine became loose, which might lead to mechanical in stability or failure of the spinal construct. Extrusion of cement: 1 case was reported where cement used in the procedure extruded out of its intended location, which could potentially lead to complications such as irritation of surrounding tissues or nerve compression. There were no revision surgeries reported in the literature file.

Manufacturer narrative:
D4, g4: product identifiers are unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Citation: dose adjustment associated complications of bone morphogenetic protein: a longitudinal assessment. Frank a. De stefano, turki elarjani, joshua d. Burks, stephen s. Burks, allan d. Levi. World neurosurg. (2021) 156:e64-e71. Https://doi.org/10.1016/j.wneu.2021.08.142. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.